Manufacturer narrative:
The device history records for both lot numbers have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The devices have been returned for evaluation; the investigation is confirmed for a material rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model at75186 dilatation catheter experienced a material rupture. These events were reported from various sources. Both events involved patients with no reported injury. The two (2) patients were both reported as females (B)(6) years of age whose weight ranged from (B)(6) lbs.